Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) (for, hcp, rep, other ¿ daiichi): information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving gabalon with an unknown concentration and unknown daily dose via an implantable pump for an unknown indication for use. It was reported that during an implant operation during the setting up of the pump, sterilized water aspiration from the pump was performed but only a very small amount could be aspirated. It was reported that injection was performed again for aspiration and 12 ml in total was aspirated, but any more sterilized water could not be aspirated. It was reported that injection was performed once again, but the issue persisted. It was noted that a huber needle enclosed was used. It was reported that no particular issue was observed in the appearance of the reported product. A new pump was unpacked and used instead on site. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, additional information was received from a foreign healthcare professional (hcp), a manufacturer representative (rep) and (B)(4). Additional information indicated the contributing factors were "undetermined". The details of the actual product complaint stated, "sterilized water aspiration from the pump was difficult".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found no anomalies. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Medtronic, inc. If information is provided in the future, a supplemental report will be issued.